Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported failure is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the wrong size implant was in the box. The label was marked for a 13 millimeter stem, and the product iteself was a 17 millimeter. No adverse events have been reported as a result of the malfunction